Manufacturer narrative:
Review of the manufacturing records verified that the lot met release requirements. Examination of the returned device revealed the following: the device was received un-deployed, with the endoprosthesis separated from the delivery system; the stent was heavily damaged; the delivery system did not appear to have any damage or defects; while no kinks or notable damage was observed on the dual lumen catheter shaft, a bend in the shaft was noted near the balloon; the bend did not appear rigid and neither lumen appeared compromised. Based on the device examination performed, no manufacturing anomalies were identified to which the event could be definitively attributed. The instructions for use, warnings section state: do not withdraw the gore® viabahn® vbx balloon expandable endoprosthesis back into the introducer sheath once the endoprosthesis is fully introduced. Withdrawing the gore® viabahn® vbx balloon expandable endoprosthesis back into the sheath can cause dislocation and / or damage to the endoprosthesis, premature deployment, deployment failure, and / or catheter separation. If removal prior to deployment is necessary, withdraw the gore® viabahn® vbx balloon expandable endoprosthesis to a position close to but not into the introducer sheath. Both the gore® viabahn® vbx balloon expandable endoprosthesis and introducer sheath can then be removed in tandem. After removal, do not reuse the gore® viabahn® vbx balloon expandable endoprosthesis or introducer sheath. (B)(4).

Event description:
The following was reported to gore: the patient presented for a left hypogastric ibe revision case. The gore® viabahn® vbx balloon expandable endoprosthesis would not advance the final 3 cm needed to reach the desired landing zone. Wires were exchanged. The gore® viabahn® vbx balloon expandable endoprosthesis and delivery system was pulled back through the sheath. When the delivery system was removed from the sheath, it was observed the stent was on the wire inside the patient. A goose neck snare was used to capture the floating gore® viabahn® vbx balloon expandable endoprosthesis.

Manufacturer narrative:
Additional manufacturer narrative: patient ID, age at time of event & dob, patient gender, relevant tests, other relevant history.